Event description:
On 05/18/1999, the facility's director, materials management informed the MFR's rep of the following: the catheter would not slide through the sheath. Additionally, it was stated that the balloon was defective (would not inflate/fill). The device in question did not come in contact with the pt. No further details were provided.